Event description:
The stylet separated from the needle upon activation of the saftety device. The lot number may be 6219493 or 6215780.

Manufacturer narrative:
Representative samples are currently being sent to the bd facility for analysis. A supplemental report will be submitted upon receipt of samples and completion of the investigation.